Event description:
A malfunction was reported on a pump with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted with the process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to report any recurring issues.